Event description:
Device: stryker pain pump 2 blockaid. Error: pump leaking. During patient use, blockaid began to leak. The patient required a replacement pump and a new supply of ropivacaine. Therapy was not discontinued.